Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory product ID a820 product type software product ID hh90t01 product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-may-21, additional information was received from a patient via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient was having "issues with bolus delivery" and called to inquire about a recent field corrective action (fca). The patient reported experiencing lag issue since this pump was implanted. The agent reviewed steps to clear data from the handset and the rep was able to get the ptm to connect to the pump without delay. The troubleshooting steps that were taken on the call resolved the issue. The patient's lockouts were 3 hr lockout, 6x/24h, 6x/day.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was able to connect to the pump, but the progress bar gets to 90 % and just sits there. The caller stated that it can take 5 minutes or longer until it completes and when she is assisting the patient they are unable to get it to complete. The caller did not have another communicator to try at this point. A replacement communicator was requested from the repair department. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable pump for no n-malignant pain. It was reported that the reason for call was the rep stated that the patient would try to use personal therapy manager (ptm) and when it reached 90% connection it got stuck there for a few minutes. The agent reviewed how to clear data (was at 5.75 mb) from the handset.